Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed the inflation troubleshooting steps based on the error code and found a leak in the actuated valve bank. In order to fix the issue, the fse replaced the drive manifold. After replacing the part, the unit passed all factory-specified performance and safety tests. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had an inflation failure and an error was reported. There was no patient involved.